Event description:
It was reported that during implant the lead exhibited loss of capture. The device was programmed vdd.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.